Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis and patient outcome were unknown. It was not reported if pd therapy was ongoing. No additional information is available.